Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been received. The service history record was reviewed and no repair information was found.

Event description:
The customer reported not able to see the parameters on the screen, blank display. No patient involvement reported.